Event description:
Additional information was received that reported leaflet motion was tested with the blue actuator during the implant procedure and the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was further noted that the physician believes this was not a case of patient prothesis mismatch or impingement, as when the mechanical valve was explanted and replaced, no tissues were found blocking the leaflet movement. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of this mhv 505da24 ap360 mechanical valve, an ultrasound examination identified restricted leaflet motion with limited valve leaflet activity. It was reported that the valve was explanted and replaced with a valve of the same size and model. No patient complications have been reported as a result of this event.